Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer blood glucose level was 140 mg/dl. The customer was able to complete rewind insulin pump and were able to clear the alarm. The customer changed battery on insulin pump and received another unexpected restart alarm. The customer assisted with unexpected restart alarm troubleshooting. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.